Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a capped left ventricular (lv) lead, which had been replaced due to phrenic nerve stimulation at a previous date. Further information was requested pertaining to the sepsis; at this time, there is no further information available. The crt-d system remains in use. No further patient complications have been reported as a result of this event.